Event description:
It was reported by the system longevity study that the patient experienced diaphragmatic stimulation. The left ventricular output was reprogrammed and the lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was further reported that the patient continued to experience extracardiac stimulation. It was also noted that the lead had elevated thresholds at implant. The lead was capped and replaced.

Manufacturer narrative:
(B)(4).